Event description:
The following information was provided: this pi is for the 2014 revision. As reported: distal femur hmrs 2002, converted to gmrs distal femur stem with adaptor (hmrs) in 2014, converted to total femur gmrs in 2021. Bearing failure needs revision currently. Gmrs total femur - adaptor hmrs dfr w/ rotating hinge. Well fixed tibia. Requires new bearing. Right side.